Manufacturer narrative:
E1: patient city: (B)(6) patient country: sweden since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in sweden it was reported that patient faced an infusion set tubing/reservoir detached event on (B)(6)2024 from hub. The insertion site was at arm. Infusion set was used for 12 hours. No further information was available.